Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific was informed this patient died. No cause of death was provided and no indication these leads were related to the death. It is unclear if the leads remain implanted or not because an explant date was provided for the associated lead, but not for this one.